Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be implanted. The lead was not used and a new lead placed.

Event description:
New information states the patient's condition was good.